Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine patient follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement of greater than 200 ohms. Other measurements were in normal levels. During recent follow-up, a decision was made to exclude the proximal coil and the shock impedance measurement was in normal range. Defibrillation threshold (dft) test was performed and the procedure was successful. It was further reported that damage to the proximal coil was suspected. Our records indicate that the system remains in service. No additional adverse patient effects were reported.